Event description:
The info initially provided by the local distributor indicates: hospital name: (B)(6) hospital, (B)(6) university. Surgeon name: (B)(6). Date of surgery: (B)(6) 2013. Body part to which device was applied: ankle. Pt info: a (B)(6) female pt, (B)(6). Event description: during surgery, when the surgeon tightened the fixator, it cracked and the lower spherical joint cannot be fixed tightly. On (B)(6) 2013, orthofix srl rec'd the following add'l info: surgery description: fracture treatment. No adverse effects to pt, a replacement device was immediately available to complete the surgery. MFR reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical eval: the device involved in this event has not yet been rec'd by orthofix srl. The technical eval will be performed as soon as the device becomes available. MFR comments: orthofix srl has requested further info on the event such as copies of the operative report and copies of the pre and post-operative x-rays; info on pt current health condition and device availability for the technical eval. As soon as further info will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market.